Event description:
The pt has two leads from the same lot. It was reported one of the leads was repositioned due to it migrating. The procedure took place on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.